Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. All vectors were tested and all of them exhibited loss of capture at max output. The lead was programmed off. Chest x-ray was discussed but not performed. The patient was stable.